Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was unable to verify fingerprints, and the fingerprint window repeatedly appeared, requiring the user to enter their password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was unable to verified fingerprint. A field service engineer (fse) uninstalled the older version of the bio ID driver and installed the latest driver. The hidden bluetooth drivers were also deleted in device manager, and the issues were resolved. The system functioned as intended after the field service engineer repaired the device.